Manufacturer narrative:
Additional information : it was reported that a 1000ml eva tpn bag leaked, not a 2000ml bag. Lot manufactured between april 11, 2019 to april 12, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.